Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and pacing inhibition. It was noted the cause was not determined as the rv lead didn't appear to have moved from the implant location. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.